Event description:
Additional information received from the healthcare provider (hcp) indicated that a granuloma was confirmed with imaging. The hcp inquired about options for discontinuing therapy. Technical services reviewed use of minimum rate mode, temporary stop mode or permanent shut down. The hcp elected to permanently stop the pump and technical services provided the code and instructions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone at a concentration of 15mg/ml and an unknown dosage via an implantable infusion pump for spinal pain. It was reported that the patient presented for a dye study. During the procedure, the hcp experienced difficulty aspirating cerebral spinal fluid (csf).the hcp inquired about potential interventions to obtain csf, and troubleshooting included repositioning the patient and repositioning the needle. Despite the troubleshooting, the csf could not be aspirated. The hcp elected to terminate the procedure and plans to bring the patient back at a later date for revision. The purpose of the dye study evaluation was to determine whether a system catheter tip granuloma was present. Additionally, it was noted that the catheter tip had previously been misinterpreted on MRI as an unidentified object within the body. The patient also reported light pain and progressive weakness over the past 2 weeks. The patient was given oxycodone for their symptoms.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2014 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-aug-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.